Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hypoglycemic event while the sensor failed during warm up. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the sensor failed the same day it was inserted. The following day, while not in an active sensor session, the patient reportedly looked sick, obnoxious, and was nauseated. The patient felt sick and weak. The bg by the parent was 69 mg/dl. The parent took the patient to the emergency department. The parent stated that the patient was given unspecified fluids by the emergency medical technicians. The patient was also noted to be dehydrated. The patient reportedly stayed in the hospital for 3 days and at an unspecified time, was given an insulin drip. The patient was reportedly released when his readings were back to normal. Additionally, the parent stated the last finger stick taken by emts was under 160 mg/dl. At the time of the report, the parent stated the patient looked unpleasant. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.